Event description:
On 11/10/2023, it was reported by a sales representative via email that an ar-9835 apollorf h50 broke off when it was entering the joint. This was discovered during a hip scope and a labral repair procedure. No further information was provided. All the broken fragments were retrieved, and the case was completed successfully using another ar-9835 apollorf h50. The case was delayed about two minutes, and no additional anesthesia was needed. The patient suffered no negative effects on or after the surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint cannot be confirmed due to the device being unable to be visually and functionally evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Based on the information provided, the most likely cause of the reported failure is a user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.